Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer was inserting the needle at an angle and had difficulty inserting needle due to dystonia. A clinical support specialist educated customer on the proper loading techniques. The customer reverted to an alternate pump for insulin therapy and was educated on assistive devices to help insert needles. Customer¿s blood glucose was 73-111 mg/dl.